Event description:
It was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used during an esophagogastroduodenoscopy (edg) procedure on a female patient. According to the complainant, the needle would not retract. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.